Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional absolute pro devices will be filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous iliac artery. A 5x100mm and 6x100mm absolute pro self-expanding stent systems (sess) had difficulty being implanted due to resistance with the thumbwheel. The sess handles were intentionally opened by the physician to deploy the stents. Another 5x100mm absolute pro sess had difficulty being implanted due to resistance with the thumbwheel. The sess handle was intentionally opened by the physician to deploy the stent, but the stent still could not be deployed. As the sess was being removed, the stent fully deployed. An unspecified absolute pro sess was used to successfully complete the procedure. All four stents were implanted in the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.